Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number was reported to be tgbdcdd, however it appears to have an extra or missing letter. Please confirm the lot number. Tgbcdd. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) answers: mrs. Roberta gualandi, (head nurse) a review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent a pediatric cardiovascular procedure on (B)(6) 2024; and a suture was used. During the procedure, the needle detached from the wire. There were no adverse consequences to the patient. Additional information was requested.